Manufacturer narrative:
The console was returned for investigation. However, investigation is still in progress. A supplemental report will be filed when the investigation has been completed.

Event description:
On the evening of sept. 30, ivtm therapy using the thermogard xp ivtm system (B)(6), began for a patient with subarachnoid hemorrhage. On (B)(6) at around 18:00, the saline circulating in the star-up kit (suk) was observed to be discolored. The customer stopped running the console and checked each function. Then, they restarted the console to replace the start-up kit (suk), but the console displayed a tcmid:07 (coolant temp high) error message and didn't work. Several minutes later, the customer rebooted the console several times, but the issue remained unresolved. The console was replaced with a loaner to continue the therapy. No patient injury reported.

Manufacturer narrative:
The customer's reported complaint of the thermogard xp ivtm system (sn tgxp13271) displayed tcmid:07 (coolant temp high) error message was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. Event log data review was performed and revealed multiple tcmid:07 (coolant temp high) error messages around the complaint date; thus, confirming the reported complaint. The thermogard xp ivtm system passed all functional testing with no issues. The tcmid: 07 observed in the archive could not be replicated. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.